Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 856201006, item name- dist tib antlat lt brd 6h ste, lot# 974080; therapy date- (B)(6) 2018. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during a surgery with alps distal tibia plate, the screw head sheared off and the shaft of the screw was left in situ while inserting the cortical locking screw proximally in the tibia. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Only the screw head was returned as it was relayed that the shaft remained in the patient. The screw is confirmed to be fractured. The product was submitted for sem analysis. The sem analysis showed that the screw fractured due to torsional overload. More than half of the screw fracture showed a smeared surface caused by post fracture damage. The non-smeared areas on the fracture showed sheared ductile overload dimples. Eds semi-quantitative elemental analysis of the bone screw showed that it was consistent with (B)(4). Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.